Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to the unit having a crack on the distal end. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, insufficient reprocessing was confirmed as foreign material was found in the nozzle tip. The unit also had several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation and adhesive failure. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.